Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. An IV pole safety collar is installed on the device. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician adjusted the IV pole lock button. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: a field service engineer adjusted the IV pole button. Root cause: the root cause was determined to be related the need for an IV pole button adjustment.